Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 485 mg/dl. The customer reported that they lost the metal piece on the battery cap. The customer stated that the serial number had worn off the back of the insulin pump. Customer states the insulin pump has cosmetic damage. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.